Manufacturer narrative:
The customer replaced the architect trigger sensor which resolved the issue. There were no additional discrepant results reported on the architect i1000sr, serial number (B)(6) , after the part was replaced. A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the architect trigger sensor associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect i1000sr, serial number (B)(6), or the associated part.

Event description:
The customer reported falsely elevated architect stat troponin-I results on two patients. The following results were provided: pt 1 (male) initial repeat 0.029 0.041 0.067 0.045 0.029 0.022 0.063 0.024/0.030. Customer stated the most recent redraw on this patient at 17:03 was 0.021 ng/ml. Troponin male reference range 0.00-0.033 ng/ml pt 2 (female) initial repeat 0.016 0.003 0.001 0 0.0033 0.02. Last draw on this patient was 0.0008 ng/ml. Female reference range 0-0.013 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat troponin-I results on two patients. The following results were provided: pt 1 (male), initial, repeat: 0.029, 0.041, 0.067, 0.045, 0.029, 0.022, 0.063, 0.024/0.030. Customer stated the most recent redraw on this patient at 17:03 was 0.021 ng/ml. Troponin male reference range 0.00-0.033 ng/ml. Pt 2 (female): initial, repeat: 0.016, 0.003, 0.001, 0, 0.0033, 0.02. Last draw on this patient was 0.0008 ng/ml. Female reference range 0-0.013 ng/ml. No impact to patient management was reported.